Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned device data. The manufacturing process of this ICD was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. Biotronik has informed the physician about this analysis result, who will decide based on the individual circumstances and the medical evaluation of the patient whether the device will be exchanged. If additional relevant information or the device itself should become available, this report will be updated, and you will be informed accordingly.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. Subsequently, the ICD underwent a status interrogation with a clinical programmer, and the device memory was analyzed. Matching the clinical observation, the ICD showed the device status eri. The charge drawn from the battery was checked, and an inconsistency between drawn charge and measured battery voltage was found in the process. Premature battery depletion was confirmed during the analysis. The battery was returned to the battery manufacturer for an extensive analysis. The production documents of the battery were reviewed and document that there was no deviation of the battery parameters from the specified values during the manufacturing process. The battery was opened and visually inspected. During the visual inspection, the "lithium plating" phenomenon was detected. This enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. It was not possible to prove the capability to provide therapy in regard to the high-voltage therapy during the analysis. This device is affected by the safety corrective measure in the field, bio-lqc, that was communicated in (B)(6) 2021.

Event description:
After an implantation period of approx. 22 months, it was observed that the remaining battery capacity shows inconsistencies. Device remains implanted.